Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and displayed "internal comm failure - 1173 and "internal comm failure - 1475" complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report of "no power up and internal comm 1173", were observed and attributed to a corrupt calibration table. The calibration table was re-installed to resolve the report. Typically, this can only be caused when an attempt to calibrate the device using an rcs is done. No records were found that indicated that zoll medical recently performed a calibration on this device. The customer's report of "internal comm 1475" was observed during review of the device data logs. However, the device went through extensive testing without duplicating the report. The device was recalibrated as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.